Event description:
It was reported to covidien on (B)(6) 2013 that a customer had an issue with a 3ml syringe. The customer reports the nurse was mixing a vaccine, when they went to push the plunger it disconnected and the solution splashed in the nurse's eye. The nurse washed her eyes at the eye wash station. The nurse still felt burning in her eye so she saw a doctor and was given erythromycin opthalmic ointment to use if the burning got worse.

Manufacturer narrative:
(B)(4). An investigation is currently underway, upon completion the results will be forwarded.